Manufacturer narrative:
The replaced computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. No errors and computer booted normally to the application screen. The reported event could not be duplicated by medtronic personnel and no fault found. The computer was however missing dmi information and would not dupe. This particular issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that during a case that after registration they were no longer able to track the instruments or the patient tracker. The site attempted to change the ports and turned the emitter on and off but this did not resolve the issue. After restarting the system two times, the issue was resolved. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Patient information provided. A medtronic representative reported that they discontinued navigation because the emitter stopped working. The axiem unit was returned to the manufacturer for analysis. The axiem unit was connected to a test system with the ent application for an overnight burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned emitter found that the reported event was related to an electrical issue. Emitter and axiem unit reported a communication error when the field generator was connected to the axiem unit. Em interface shows a fault on coil 4. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database. A medtronic representative went to the site to replace the components and test the equipment. The emitter and axiem unit were replaced. The imaging system then passed the system checkout and was found to be fully functional.